Event description:
It was reported that the error message data not read was displayed for battery measurements after initial pulse generator interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.